Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited farfield oversensing. Technical services (ts) was consulted to review an atrial tachy response (atr) episode for farfield oversensing, in which ts agreed with the health care professional. Ts additionally noted the atrial rate was faster than normal. No adverse patient effects were reported. This crt-p remains in service.